Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fascia closure, the needle broke. The surgeon realized that the needle was broken at its end after the completion of the 2nd point. A piece of the needle was at the operative site. Removing the needle piece from the surgical site and using another wire for the rest of the procedure. There was no patient injury.